Event description:
Customer states that a patient reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl), 173 mg/dl, and hi (greater than 600 mg/dl). Customer states that the patient had symptoms of high blood sugar at the time of the readings. Customer thinks that the reading of 173 mg/dl was due to an underdosed strip. Due to the medical need of the patient, he was airlifted immediately from the oil rig to the hospital. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.